Event description:
It was reported that a patient connected to the patient line of the cassette prior to the line being properly primed for peritoneal dialysis therapy. The technical service representative assisted the patient with ending therapy and discussed the use of continuous ambulatory peritoneal dialysis to complete therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a patient who connected to the patient line prior to the line being properly primed for therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. The guide warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.